Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of system revision due to discomfort, pain and infection. Reportedly, the patient had undergone an open-heart surgery, and valve replacement for three times. Additional information indicated that the patient needed an explant due to the knee infection that had spread to the patient's heart. No additional adverse patient effects were reported. This crt-d was explanted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of system revision due to discomfort, pain and infection. Reportedly, the patient had undergone an open-heart surgery, and valve replacement for three times. Additional information indicated that the patient needed an explant due to the knee infection that had spread to the patient's heart. No additional adverse patient effects were reported. This crt-d was explanted.